Event description:
Event description guidant received information that this pacemaker patient experienced syncopal episodes. Review of stored egm's from atrial tachycardia response (atr) episodes revealed noise on the atrial channel. Also, an atrial lead impedance measurement greater than 2500 ohms was noted in the daily measurements. The noise was unable to be reproduced with isometrics. Later, it was reported that noise was being oversensed in the atrial channel and that a lead fracture was suspected. As the device was included in the failure mode 1 population described in guidant's september 22, 2005 physician letter and december 12, 2005 advisory update, the patient questioned whether syncopal episodes were due to the device. The device and both atrial and ventricular leads were replaced. The device was returned for analysis.